Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pace/sense portion of this right ventricular defibrillation lead was deactivated because this lead began exhibiting abnormal pacing impedance measurements and high pacing threshold measurements. For about a month, this lead had been exhibiting sporadic increases in pacing impedance measurements. Since shock impedance measurements were acceptable, the shock portion of this lead was kept in service while the pace/sense portion was deactivated, and a new right ventricular pace/sense lead was implanted. No adverse patient effects were reported following the procedure.